Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, the camera arm 2 moved on its own and the movement was sluggish. The technical service engineer (tse) reviewed live logs and no related errors were present on arm2; however, there was an error 100 indicating arm1 had been moved without being clutched. The tse recommended ensuring the arms are not colliding or being obstructed and ensure the surgeon maintains control of the masters until removing head from console. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that the surgeon¿s head was inside the surgeon console¿s high-resolution stereo viewer when the issue occurred, and the surgeon was not trying to manipulate the instrument; however, the instrument moved on its own. The arm that moved on its own was a camera arm. The image was not inverted. The issue only happened once and did not occur again. The issue was resolved on its own. There was no injury to the patient. The procedure was completed robotically with all four arms and the same endoscope. There was no procedure delay.

Manufacturer narrative:
Based on the claim against the product by the customer noting non intuitive motion, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) followed up with operation room (or) staff. There have been no more issues with the system or any involuntary movements. The staff was not requesting an on-site visit. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.